Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the arm. It was reported that finger stick values were entered when the glucose reading error symbol showed. No additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). Additionally: system is not approved for use in children or adolescents, pregnant women or persons on dialysis. Finally: do not calibrate if the glucose reading error symbol shows in the status area.